Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
"Fracture in the handle was discovered after inspection after dishwasher."

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular impactor was reported. The device was discovered during inspection. The device was returned in used condition. There was a crack in the handle of the device. An material analysis engineer noted, ¿crack observed on handle of impactor, likely due to an overload condition. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time.

Event description:
"Fracture in the handle was discovered after inspection after dishwasher."